Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of this pacemaker¿s data revealed two episodes of oversensing of noise on the right atrial and right ventricular channels causing pacing inhibition for greater than two seconds. The minute ventilation (mv) signal was thought to be the cause of the noise. The mv sensor was turned off and the rv sensitivity was decreased. The pacemaker remains in implanted and in service. The patient was asymptomatic to both of the episodes and there were no adverse patient effects reported. This device was included in the recent mv sensor signal oversensing advisory population.